Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported by the user¿s caregiver that the ilet screen was separating from the body of the device. A replacement ilet was arranged and the user was advised the new device will require a learning period. No blood glucose impact or injury was reported.